Manufacturer narrative:
Siemens filed the initial on (B)(6) 2015 for a false positive advia centaur xp toxoplasma g (toxo g) result obtained on a patient sample. On (B)(6) 2015 additional information: the cause for the discordant positive advia centaur xp toxoplasma g result is unknown. The customer reported that qc was in range indicating that the instrument was within specification. The patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "the limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g result is unknown. The customer reported that qc was in range indicating that the instrument is performing within specification. Siemens is investigating. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A positive advia centaur xp toxoplasma g (toxo g) result was observed by the customer and considered discordant compared to negative test results by alternate methods. Repeat testing was performed on the patient sample, and the advia centaur xp result was positive. The patient sample was treated with a non-specific antibody blocking tube (nabt) and the result was positive. There are no reports that treatment was altered or prescribed or adverse health consequences due to discordant advia centaur xp toxoplasma g (toxo g) result.